Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not working sporadically. Sometimes all the buttons work fine and other times he cannot go back to a previous screen. He heard the clicks and thinks it might be a software issue. The buttons all responded but not every time. Troubleshooting was done but the buttons still did not start working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.